Event description:
Customer reported the panorama central station shut down following, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's server. Communication was re-established.